Manufacturer narrative:
As received, a complete lead with a stylet was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be retracted and clogged with blood. X-ray examination found the outer coil damage consistent with procedural damage. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood.

Event description:
During a follow-up, one day post implant, the right atrial (ra) lead was found to be dislodged via diagnostic imaging. It was alleged that the dislodgment was due to a malfunction of the lead helix which resulted in a poor connection due to the helix retracted post implant. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.